Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rise in thresholds on the right ventricular (rv) lead. The physician commented the lead was possibly implanted in the site close to the his bundle. The lead was removed and replaced. No patient complications have been reported as a result of this event.